Event description:
It was reported that the patient had a fall. There was an atrial lead warning for a sudden increase in impedance. Undefined resistance was noted along with inconsistent atrial capture and noise. A lead fracture was suspected. The lead remains in use. It was also reported that during interrogation, device had no telemetry. A loose connection in the header block was suspected, but the physician did not want to do surgery due to patient's age. The device was programmed to vvir and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 1,750,941 high impedance paces post lead warning on (B)(6) 2011.